Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator experienced severe pain and inflammation at the implant site. It was also noted that the patient had discomfort, edema and swelling. The patient was given antibiotics and anti-inflammatory medication and the inflammation improved, but not the pain. The patient was not given any pain medication. The device was explanted. The patient fully healed, but their urinary frequency and urgency symptoms returned. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, inflammation, swelling, urinary frequency, urinary urgency, implant pain and edema was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this neurostimulator experienced severe pain and inflammation at the implant site. It was also noted that the patient had discomfort, edema and swelling. The patient was given antibiotics and anti-inflammatory medication and the inflammation improved, but not the pain. The patient was not given any pain medication. The device was explanted. The patient fully healed, but their urinary frequency and urgency symptoms returned. There were no additional patient complications.